Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
An outside law firm submitted a complaint that alleges: "a patient with acute hypoxic respiratory failure underwent a bronchoscopy. The patient's care team gradually increased the patient's norepinephrine infusion, during which time the infusion pump alarmed due to an upstream occlusion. The care team did not identify any occlusion. The alarm caused an interruption to the patient's infusion, and the patient developed ventricular tachycardia. The patient died."

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device and device history logs were not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.